Event description:
Information received indicates the brake will not hold when engaged.

Manufacturer narrative:
The technician found the casters and brake linkage were worn. The technician replaced all of the brake casters and the brake linkage assembly to repair the stretcher.